Event description:
As reported, during a laparoscopic procedure (tapp) the surgeon used a capsure straight fixation device to fixate 3dmax light mesh. It was reported that, the device failed to deploy the first fastener, after the surgeon dry fired, two fasteners were deployed at the same time. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight device deployed two fasteners at the same time. The subject device has been discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Not returned - discarded.